Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, blood had mixed into the gel of a tube. No patient impact reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of the attached photos did not showcase any evidence of poor barrier separation; however, gel air bubbles could be observed. Additionally, a total of 100 retained samples were visually inspected, and no defects were found. Complaints for sample quality for the month of march 2025 were not under statistical control therefore factors that may contribute to poor barrier separation and gel air bubbles during use were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (poor barrier separation) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. Additionally, there was no defect of gel air bubbles after centrifugation observed. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel air bubbles during use based on photo analysis. Corrective and preventive action has been opened to address sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, blood had mixed into the gel of a tube. No patient impact reported.